Manufacturer narrative:
The device was manufactured october 26 - 30, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused during infusion. The reporter stated that the expected therapy time was 48 hours; however, the device completed infusion in approximately 26 hours. The device had been filled with fluorouracil in 0.9% sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.